Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the bubbles described by the patient were the sensation the patient had when performing washes or introducing medication. The catheter came out whole and there was no patient injury, complications, or additional intervention needed. It was secured with statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the catheter broke into two separate pieces, with the break occurring between 20 cm and 21 cm from the exit site. The catheter had been implanted on (B)(6) 2024, and the break was discovered on (B)(6) 2026. According to the patient, bubbles had been visible near the break site since january. Upon removal and on the x-ray, it can be seen that the catheter is bent in that area. Securacath was not used.